Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060104 and impact codes f21 and f1001. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The lead remains implanted in the patient but not in use; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that during a routine device replacement, this chronic right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms when connected to the new device. It was noted the lead measurements were within normal limits previously. The rv lead was disconnected from the new device and re-tested on the pacing system analyzer (psa), where the impedance measurements remained out-of-range, with loss of capture observed even at the maximum output. The patient had an underlying rhythm at 40 bpm. Under fluoroscopy, the lead was found to be dislodged. The physician tried to gain access to implant a new lead, but the patient's right subclavian was occluded. The patient started to decompensate so a temporary pacing wire was inserted to maintain pacing. The anesthesiologist was called in and it was decided to cancel the procedure. This rv lead was surgically abandoned and no new pacemaker was implanted. The physician planned for a left side pacemaker implant at a later date. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased in impedance of more than 3000 ohms after the physician reconnected for the new implant. The rv lead was then disconnected from the generator and cables with pacing system analyzer also being checked. However, the impedance still the same with no capture at the maximum output. Patient noted to have a heart rate of forties. Moreover, a fluoroscopy was done and found out that this rv lead was dislodged. The physician tried to get an access; however, the right subclavian vein was occluded. Subsequently, this rv lead was surgically abandoned. No additional adverse patient effects were reported.